Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.75x15 nc trek rx dilatation catheter, the stylet and protective sheath could not be removed. The physician was concerned that the balloon may have become damaged due to the inability to remove the stylet and protective sheath. The device was not used and there was no patient involvement. Dilatation was performed successfully using another same device. There was no reported clinically significant delay in the procedure due to the device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. There was no damage noted to the balloon catheter; however, the reported difficulty to remove the protective sheath was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.